Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge was performed and the receiver passed. The receiver download was reviewed and could not verify the customer complaint because the transmitter and receiver were never able to pair. The receiver functional test was performed and resulted in no failures related to the customer complaint. Additionally, a pairing, calibration, performance, and range test was performed with a matching transmitter and the receiver passed. The reported defect was not found with the receiver. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.